Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No motor error alarm and no excessive no delivery alarm noted. Motor passed motor test. No loose drive support cap noted during visual inspection. Passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No motor error alarm and no excessive no delivery alarm noted. Motor passed motor test. No loose drive support cap noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump drive support cap was sticking out. Customer blood glucose level was 265 mg/dl. Customer also stated that the insulin pump had no delivery alarm followed by motor error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.